Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that the patient was not able to complete treatment due to not filling in fill 3 of 5. Patient's contact stated that they then cancelled the treatment and there was a fluid leak when removing the cassette. Patient's contact stated that she did not see any holes within the cassette. The set was discarded. No adverse event reported.